Manufacturer narrative:
The reported complaint involves the sterility of a dropped device prior to use in the patient. Sterility of a dropped device cannot be confirmed in the evaluation lab and does not involve manufacturing records; therefore, an investigation will not be performed.

Event description:
During preparation for a coil embolization procedure, a penumbra smart coil (smart coil) was inadvertently dropped on the floor. The smart coil was contaminated prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new smart coil.